Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only the device history was available. The device history was investigated. It was possible to detect that for the reported infusion therapy a b.braun ops 20ml syringe was selected. In addition, the time between selecting the syringe and gripping the syringe plunger with the claws was 12 seconds. A flow rate of 5 ml/h was entered. After the syringe change was performed and infusion parameters was entered the device was for 26 minutes in stand-by mode after the pump was activated the infusion was started with a flow rate of 5 ml/h. During the infusion, the alarm "syringe near empty" occurred after 6 minutes and 26 seconds. A few seconds later a pressure alarm occurred. Thus it was possible to detect that the pressure alarm occurred before the alarm "syringe empty" occurred. Further could be found in the device history, that in some infusion therapies in the past an other syringe type (terumo 20cc/ml) was selected. The reported infusion therapy was reproduced with a test pump of the service repair shop. Therefore an empty syringe termumo 20cc/ml was inserted in the pump, but a syringe type b.braun 20 ml was selected. The time between after syringe change to grab the syringe plunger was 12 seconds too. Further the infusion was started with 5 ml/h. It was possible to detect the same alarm procedure how it was stored in the device history. The complaint could not be confirmed. During the analyses of the device history it could be detected, that the customer selected the wrong syringe type and the syringe was empty. The reason for the empty syringe could not be identified. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility by bbm sales organization in (B)(6): "too fast infusion". Customer information: the infusion pump emptied the 20 ml syringe into the patient in 10 minutes, even though the infusion rate was set at 5 ml / h.